Event description:
The patient was hospitalized and the device was upgraded to a dual chamber device. The lead was replaced during the device upgrade procedure. There is no alleged malfunction against the lead. Following the procedure, the patient was stable.

Event description:
During a follow-up, the patient experienced syncope due to several ventricular fibrillation (vf) episodes. The device delivered inadequate anti tachycardia pacing (atp) therapy and high voltage therapy; however, the device was not able to terminate the vf. The patient was defibrillated with external therapy which resolved the vf. The patient was hospitalized and the lead was replaced and no further information is available. The patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-19096. During a follow-up, the patient experienced syncope due to several ventricular fibrillation (vf) episodes. The device delivered inadequate anti tachycardia pacing (atp) therapy and high voltage therapy; however, the device was not able to terminate the vf. The patient was defibrillated with external therapy which resolved the vf. The patient was hospitalized and the lead was capped and replaced and the patient was stable.